Manufacturer narrative:
Additional information received on april 27, 2023 indicated that the patient also experienced right sided ptosis. As a result, patient underwent bilateral removal without replacements, and vertical mammoplasty. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 200cc saline breast implant experienced right-sided deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on april 10, 2023. Device evaluation completed on april 14 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 200cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear was noted on the posterior view within the crease/fold measuring approximately 0.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 19, 2023 indicated that patient scheduled for removal on (B)(6), 2023. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).